Manufacturer narrative:
The failure mode could not be determined, but the broken needle point condition can be caused by consistently passing the needle through challenging tissue (thick or calcified) or hitting bone. The buckled needle strip condition is typically caused by the device skiving under thick tissue or distorting distally under the jaw. The distal end of the nitinol point demonstrated minimal scrape marks, indicating the device was not fired excessively. The mating (instrument) was not returned or identified. Confirmed the needle strip thickness and width dimensions to be within specification.

Event description:
It was reported that the tip of the needle broke off during a rcr repair and it was not retrieved from the patient. There was an x-ray done that confirmed the needle tip in the patient. The caller had no more information.

Manufacturer narrative:
The failure mode could not be determined, but the broken needle point condition can be caused by consistently passing the needle through challenging tissue (thick or calcified) or hitting bone. The buckled needle strip condition is typically caused by the device skiving under thick tissue or distorting distally under the jaw. The distal end of the nitinol point demonstrated minimal scrape marks, indicating the device was not fired excessively. The mating (instrument) was not returned or identified. Confirmed the needle strip thickness and width dimensions to be within specification.